Event description:
It was reported, the ultrasonic surgical device blade broke during a procedure while in use on a patient. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: b5, e2, e3, g2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The subject device was returned to olympus for evaluation. During inspection, it was observed that the probe was broken. The fractured surface of the probe was checked, and it was found that cracks had developed from the non-insulated side of grasping section. The proximal side of the tissue pad was worn away, and there was a mark in the non-insulated area of the grasping section which came in contact with the probe and was abraded against it. Based on the investigation results, it is likely that applied force led to the malfunction; however, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: drawing number and revision number of IFU: " rc4485 08. ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad." Olympus will continue to monitor field performance for this device."

Event description:
It was reported that the probe was not detached inside the patient cavity.